Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks due to undersensing on the right atrial (ra) lead. Technical services (ts) recommended programming options to reduce the inappropriate therapy. This ra lead and ICD remain in service. No additional adverse patient effects were reported.